Event description:
It was reported that the customer experienced a low blood glucose (bg) level (2.7 mmol/l). The customer consumed carbohydrates to treat the bg. The cause for the reported issue is unknown.